Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a significantly lower reading (96 mg/dl) when compared to a higher reading received at a hosp lab (296 mg/dl). When these results were plotted on a clarke error grid, the results fell into the "d" zone which shows them to be clinically significant. No serious injury or medical intervention was required.